Event description:
It was reported that patient presented in the emergency room after receiving inappropriate antitachycardia pacing and high voltage shock therapies due to atrial fibrillation with rapid ventricular response. Reprogramming was recommended but not made.